Event description:
Revision surgery after 8 years and 4 months due to a loose femoral component. The surgeon revised the component and the liner. The surgery was successfully completed.

Manufacturer narrative:
Batch review performed on 10 july 2026: lot 172034: (B)(4) items manufactured and released on 27-jun-2017. Expiration date: 23-may-2022. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: based on the information available, no definitive root cause can be established. Femoral component loosening is a known possible post-operative complication of total hip arthroplasty. There is no indication that a potential device-related issue caused or contributed to the event based on the information currently available.